Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported the battery cap was worn and that there was moisture found in the battery compartment. An intermittent power issue was also reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.

Manufacturer narrative:
Follow-up #2 date of submission 02/14/2017 - correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission: 10/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: black box shows no evidence of a "intermittent power" event. Pump intermittently powers with both the returned battery cap and a test battery cap. Battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal.. Battery cap measures within specifications . Battery cap "coin slot" worn/damaged. Evidence of moisture contamination inside battery compartment and underside of battery cap. Cartridge compartment damaged along top of compartment. Cartridge cap is able to be fully secured. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture inside pump. 24 hr. Basal program fails due to "intermittent power" condition. "Intermittent power" condition due to moisture and damage.